Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth loss ("tooth loss"), bone loss ("bone loss"), menstruation delayed ("essure made me miss an entire cycle") and menorrhagia ("after months of hemorrhaging cycles") and was found to have weight decreased ("I shrunk an inch in the 11 months"). The patient was treated with surgery (scheduled a hysterectomy and salpingectomy for april 7th). At the time of the report, the pelvic pain, weight decreased, tooth loss, bone loss, menstruation delayed and menorrhagia outcome was unknown. The reporter considered bone loss, menorrhagia, menstruation delayed, pelvic pain, tooth loss and weight decreased to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: pelvic pain, weight loss, bone loss, teeth loss, menstruation delayed, menorrhagia. Most recent follow-up information incorporated above includes: on 24-jun-2020: social media report received : events- essure made me miss an entire cycle, after months of hemorrhaging cycles added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth loss ("tooth loss") and bone loss ("bone loss") and was found to have weight decreased ("I shrunk an inch in the 11 months"). The patient was treated with surgery (scheduled a hysterectomy and salpingectomy for (B)(6)). At the time of the report, the pelvic pain, weight decreased, tooth loss and bone loss outcome was unknown. The reporter considered bone loss, pelvic pain, tooth loss and weight decreased to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: pelvic pain, weight loss, bone loss, teeth loss. Most recent follow-up information incorporated above includes: on 15-jan-2020: reporter added. Event scheduled a hysterectomy and salpingectomy updated to pain and added events I shrunk an inch in the 11 months, tooth loss, bone loss. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('scheduled a hysterectomy and salpingectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled a hysterectomy and salpingectomy for april 7th). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.